Event description:
Procedure: lap chole. According to the report: the device was damaged during use. The device was damaged during use. The device sheath was torn and fell into the patient's cavity. The surgeon used another device. There was no bleeding, unanticipated tissue damage, or extension in operating room time. The piece was retrieved from the cavity.

Manufacturer narrative:
(B) (4).